Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm during bolus on the insulin pump. The customer's blood glucose level was 250 mg/dl. The customer was assisted with clearing the alarm. The troubleshooting was performed. The customer insulin pump need to be replaced. The patient was advised to discontinue used of the insulin pump and revert to a back plan per healthcare provider instruction.